Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 465 mg/dl at the time of the incident and the current blood glucose of the patient was 508 mg/dl. Customer experienced symptoms such as thirst. Customer stated the insulin pump was not working. The customer was treated with manual injection. Customer allege insulin pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis. Frn-mmt-332; unomed inf set.